Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a captivator medium hexagonal snare was used during a polypectomy procedure on (B)(6) 2013. According to the complainant, during the procedure, the physician attempted to cauterize the polyp; however, current was not being delivered to the snare and the tissue was not blanching. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.